Event description:
It was reported that during the procedure the laser system displayed errors indicative of a system malfunction. Two fibers were tried unsuccessfully. The system was shut down and rebooted however the errors persisted. The system was no longer able to be utilized. There was no report of a patient injury.